Event description:
A low readings issue was reported with the adc device. Customer reported receiving unspecified low sensor scan results and called emergency personnel who transported them to a hospital. Healthcare meter result of 29mmol/l was obtained and the customer diagnosed with hyperglycemia. The customer was treated with tresiba and apidra insulin (dose unknown), in addition to metformin. The customer was hospitalized for unspecified duration. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.